Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was not returned and the investigation inconclusive for difficult to insert catheter. A definite root cause for the reported event could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced difficult to insert and material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the 35 year old female was 51 kgs.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation, however the photo was provided and reviewed. The investigation is confirmed for material deformation and is inconclusive for difficult to insert. A definite root cause for the reported event could not be determined. The device is labeled for single use. H11: h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced difficult to insert and material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the 35 year old female was 51 kgs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for difficult to insert and material deformation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced difficult to insert and material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the (B)(6) female was (B)(6).